Event description:
It has been reported that the bd vacutainer® 9nc 0.109m plus blood collection tube has been found experiencing underfill. The following has been provided by the initial reporter: during using the tube, it found that the tube had low draw.

Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. The expiry date of the lot number involved was october 2021. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes has expired. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.